Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient said she turned stim back on after a medical procedure and said the programmer said eos. Patient services reviewed this meant ¿end of service¿ and advised patient to follow up with their doctor to discuss replacing ins. Patient said the device probably hasn't been working for a while, timeline unknown. No further complications were reported or are anticipated.